Event description:
The enterprise stent (enc452212/10306243) could not advance through the prowler select plus (606s255x/115951289) and both devices needed to be removed as a unit. The stent also separated from the delivery system and stuck in the microcatheter. The target vessel is normal without any distortion. The surgeon changed to a new stent (details unknown) and microcatheter (details unknown) to complete the procedure. No adverse event occurred on the patient.

Manufacturer narrative:
The product has been returned for analysis, however analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile enterprise unit was received inside of a plastic bag. The delivery wire system was received inside of microcatheter both were received inside of coil dispenser; stent was received deployed, introducer tube was not received. No damages were observed by the naked eye. Functional analysis was not performed because the stent was received deployed. However, a flush with water was performed using a lab sample syringe between the microcatheter and the coil dispenser, microcatheter with delivery wire was taken out of the coil dispenser without difficulty and the delivery wire was taken out of the microcatheter without difficulty. No damages were observed. Microcatheter, stent and delivery wire were inspected under vision system. Dried saline solution and dried blood residuals were observed in microcatheter and delivery wire. Stent no damages were observed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10306243. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer that the stent deployed prematurely and that the stent could not advance in the microcatheter cannot be properly evaluated due to stent was received deployed according to event description the stent was stuck in the microcatheter. Functional tests could not be performed due to product received condition (stent deployed). The exact cause of reported events could not be conclusively determined; however, procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. (B)(6).

Manufacturer narrative:
Additional narrative based on follow up responses: there was no significant clinical delay due to the issue. No adverse event occurred on the patient. The device did not kink or bend at any time prior to the resistance/friction. An adequate continuous flush was maintained through the catheter. The introducer was fully seated and secured in the catheter hub during introduction of the device into the catheter.